Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head cable has a cut mark and the internal components are pilled out during setup for an unspecified procedure. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure (camera cable is having a cut mark and the internal components are pilled out) was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water tightness fail due to cable unit is damage. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: camera cable having cutting marks with the internal components peeled out was due to multiple cuts on it. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.